Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip were found smeared making the illegible. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo received at bd. A photo evaluation was performed and markings of the scale on the barrel were observed to be inclined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: based on the evaluation, the defect is confirmed. Possible root cause could be during the process of marking the syringe barrel, if it is not adjusted to the correct height, it can move during the printing causing movement in the scale. This issue usually occurs when a change is made, however the operator must ensure the correct adjustment when the change is occurring.